Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was fractured. This damage likely occurred due to forceful manipulation of the pc400 at extreme angles. Further evaluation revealed the embolization coil was detached. This likely occurred due to the fracture of the pusher assembly. If the pusher assembly fractures, the pull wire may retract, resulting in detachment of the embolization coil. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, while advancing a pc400 coil through the px slim delivery microcatheter (px slim), the technician kinked the pc400 coil pusher assembly. Therefore, the physician removed both the pc400 coil and the px slim from the patient and then decided to downsize his system. There were no reported issues with the px slim. The procedure was completed using a new pc400 coil and a new microcatheter from another manufacturer. There was no report of an adverse effect to the patient.